Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer's blood glucose was 108 mg/dl and their sensor glucose read 40 mg/dl. It was also found the customer had false low alerts. Customer's blood glucose was 82 mg/dl at the time of the call. The customer also stated the threshold suspend feature would be prompted due to their inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)